Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. The healthcare professional (hcp) indicated that there will be an upgrade to a crt-d system. Technical services (ts) recommended performing commanded shock testing during the upcoming procedure. No adverse patient effects were reported. This lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.